Manufacturer narrative:
(B)(4).

Event description:
It was reported that "high baseline and system error 3. This pump had no patient involvement, bio-med replaced pump assy". No patient involvement reported.

Event description:
It was reported that "high baseline and system error 3. This pump had no patient involvement, bio-med replaced pump assy". No patient involvement reported.

Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 pump assembly without its pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed, and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. A rattling noise was noted from the pump assembly and the pump alarmed system error 3 immediately after pumping was initiated. The top of the pump assembly's bellows box was opened, and pumping was initiated to more closely determine the rattling noise noted. It was noted the rattling sound appeared to be coming from the stepping motor which drives the bellows. A closer inspection to what was causing the stepping motor to rattle was performed. It was noted that the system was unable to find a home position and kept on turning until the alarm triggered. A quick experiment was performed by pressing lightly on the home sense board while pumping was initiated. The system was then able to find its home position and pumping continued. No loose hardware was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "high baseline and system error 3 alarm" is confirmed. During the investigation, the system failed to find the home position, which is the cause of the system error 3 alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the communication failure (unable to find home). The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.